Event description:
It was reported that this pacemaker exhibited oversensing of noise on the right ventricular (rv) lead channel, resulting in a reset of the ventricular-atrial timing. As the patient was dependent on atrial pacing, this reset led to atrial pacing inhibition for more than two seconds. Additionally, a sudden drop in rv lead pacing impedance was observed, decreasing from approximately 600 ohms to 500 ohms. Technical services (ts) reviewed the event, provided reprogramming options, and recommended considering an rv lead revision. No adverse patient effects were reported. This pacemaker remains in service.